Event description:
It was reported that the patient was receiving less than 50% therapeutic relief. A dye study was attempted, but had failed due to an ¿aspiration issue¿. It was indicated that there was an occlusion at the distal end of the catheter as the ¿catheter holes¿ looked plugged. The entire catheter was then replaced. At the time of report, there was no patient injury. The device system was used to deliver morphine. One week later, it was reported that the pump was prophylactically replaced to avoid in-vivo battery depletion. It was seen that four months remained until the elective replacement indication would trigger. It was indicated that the patient recovered from the event without sequela.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the pump found moisture, corrosion, and residue throughout the gear-train. It was indicated that a motor stall occurred due to shaft-bearing. Final analysis of the catheter found a dark residue occlusion in the dispensing holes that were related to the event. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.